Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.2; lab: 3.6. Inratio: 3.9, lab: 3.6. Caller also alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inr: 1.2, inr: 3.9.

Manufacturer narrative:
Investigation pending.